Event description:
It was reported that balloon rupture occurred. A 8mm x 2.25mm nc quantum apex¿ balloon catheter was advanced for dilation. However, on the eighth inflation at 24 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a nc quantum apex balloon catheter. There was blood and contrast in the inflation lumen and balloon. Magnified inspection revealed a pinhole in the balloon wall at the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated over the rated burst pressure and the dfu states: "inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter." (B)(4).